Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the power board and detector interface was replaced. A system checkout was performed after replacing the parts. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure upon boot up the imaging system would switch into stand alone mode. There was no patient present at the time of the issue.

Manufacturer narrative:
The detector interface enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power control board of the viewing station for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.